Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital with symptoms of an ischemic cerebrovascular accident. The patient then developed high lvad power consumption and estimated flows and received treatment for suspected thrombus. The patient expired after care was withdrawn. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation as it remained implanted postmortem. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple high watts alarms and an increase in power consumption outside the normal operating range. A possible root cause for the reported high power event may be attributed to thrombus formation/ingestion within the device. A clinical factor that may have contributed to the thrombus formation is the patient's sub-therapeutic inr of 1.0. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). The most probable root cause of the reported clinical adverse event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Death and stroke/neurological dysfunction are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. (B)(4)

Event description:
It was reported from the united states that this (B)(6) male patient was admitted to the hospital on (B)(6) 2013 with right upper extremity weakness. The patient's medications included dabigatran, dipyridamole and aspirin, his international normalized ratio (inr) was 1.0 and his mean arterial pressure (map) was 82 mm hg. A computerized tomography (CT) scan revealed no evidence of acute intracranial hemorrhage. The patient was treated with intravenous heparin and the dabigatran was held. In addition, the patient's left ventricular assist device (lvad) speed was increased. The patient underwent a repeat CT the next day which revealed evidence of multi-infarct dementia. This event was reported to be possibly related to the device by the site. Four days after this hospital admission (and while still hospitalized), the patient developed high lvad power consumption and estimated flows. The patient was transferred to the intensive care unit (ICU) and treated with integrilin for suspicion of pump thrombus with normalization of the lvad parameters. The patient was not considered for pump exchange or for tpa due to his multiple strokes. Three days after the lvad power consumption had initially increased, the patient was made a "do not resuscitate" based on his clinical condition. At that time, the patient's anticoagulation therapy was stopped in light of an inr of 6.0 and his implantable cardioverter defibrillator (ICD) turned off. The patient was declared brain dead two days later and the lvad stopped. The family declined autopsy and the device will therefore not be available to the manufacturer for evaluation.